Manufacturer narrative:
Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported unknown side rupture. Device has been explanted.

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified creases fold, wear abrasion, stress marks, observed 40 mm dark patch edge material inside gel device and opening crease sharp on posterior. Base on the device analysis the final assessment is an crease sharp opening on posterior due to fold flaw opening.

Event description:
Health professional reported left side rupture. Device has been explanted.

Event description:
Health professional reported a left side rupture.